Event description:
It was reported the ventilator failed the leakage test during pre-use check.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.